Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found and replaced cut tubing at pinch valve pv3 to resolve the leak. The fse also found bubbles in the red blood cell (rbc) diluent dispenser. The fse replaced the rbc and white blood cell (wbc) diluent dispenser resolving the error messages. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the white blood cell (wbc) bath area of coulter lh 500 hematology analyzer. The volume of the leak was a few drops and was contained within the instrument. The customer also reported that the instrument generated hemoglobin (hgb) out of range error messages. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated. Patient treatment was not impacted in connection with this event.